Event description:
A patient called in 1/2002, on behalf of spouse, alleging spouse's surestep meter was inacurately low and caused spouse to go to hospital. Patient had symptoms of "nausea, loss of appetite and excessive thirst". Patient reported the meter continues to read the same 100 mg/dl, and that meter has been giving the same results for past 7 weeks. Patient stated pt's spouse had been to hospital. Doctor has placed patient on different medication. No further information has been reported.